Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridge with 270 units of insulin. The customer¿s blood glucose level was 98 mg/dl. Reportedly, customer added insulin to a cartridge and loaded it successfully.